Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's notifier was activated and the patient presented to the hospital for a device check. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. After a device software download, normal device function resumed. There were no adverse consequences to the patient and was in stable condition.